Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer was advised on tips for preventing altitude alarms by technical support, and the caller understood and acknowledged the guidance. Insulin delivery was successfully resumed with the original cartridge, and no replacement was required.